Event description:
It was reported by the patient that she underwent a left hip total arthroplasty in 2007. In 2008, she began experiencing pain and a bone scan showed loosening of the acetabular cup. Her surgeon has recommended a revision but one is not scheduled yet.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s.